Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. During testing and evaluation, the pressure module failed the ptv final test for high patient circuit leak test and high tidal volume reading on the vent's display. Visual inspection did not reveal any anomalies; but bench test found the pressure module was leaking on the lower port. Carefusion replaced the pressure module to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit's exhaled tidal volume reading was higher than the ventilator is putting out. The ventilator was set at 500 and reading 1600. The unit also had an error message. It is unknown at this time whether there was any patient involvement associated with this complaint.